Manufacturer narrative:
(B)(4).

Event description:
It was reported "peel away sheath handle separated from the peel away sheath body." The sheath was removed completely intact. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "peel away sheath handle separated from the peel away sheath body." The sheath was removed completely intact. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed. Visual inspection revealed that one side of the peel-away sheath tore partway down the extrusion, causing the tab and extrusion to separate from the rest of the assembly. The sheath extrusion appeared partly stretched at the site of separation. Microscopic examination confirmed the damage and revealed that the sheath was torn completely down one score line. The sheath was severed to observe the cross section. The overall length of the sheath measured 2 3/4", which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. A device history record review was performed, and findings were identified. Eleven past complaints were identified to involved the same failure; however, none involve the lot# associated with this complaint. The IFU provided with the kit informs the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis". The report that a peel-away did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the extrusion tore partway, causing the tab and extrusion to separate from the assembly. Microscopic examination revealed that the sheath was torn completely down one score line. Manufacturing was consulted as a part of this complaint investigation, and they confirmed that the likely cause of the defect is the extrusion process. Therefore, based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.